Event description:
The report received from the affiliate states that foreign matters were found inside the sterile pouch of the product ((B)(6), lot# 14070612) during (B)(4) labeling process. One of the foreign matters seemed to be a red/orange material. Another one seemed to be a black fiber. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. The actual products had no damage. There were no anomalies except for the foreign matters. They were not shipped out of (B)(4) warehouse and not clinically used. The products were neither re-sterilized nor re-packaged.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-01517 and 9616099-2009-01518.